Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the cutting jaw of the suture cutter broke off. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the batch number and part numbers are legible. The distal tip cutting jaw is missing from the device. The slider has become bent. A functional evaluation revealed the handle and rod could be functioned without strain. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.